Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the generator and right ventricular lead. Programming changes were made to adjust sensitivity. The patient was reported to be stable.